Event description:
It was reported that (2) devices were used during an unk procedure. It was reported by the affiliate that the 512sd inner gaskets have leaks. Another trocar was used to complete the case. There was no consequence to the pt.